Event description:
Procedure: left intramedullary nailing of femur. Patient positioned carefully on the fracture table. Traction was used to create approximate alignment of the fracture. Standard prep and sterile drape was carried out in routine fashion. During the surgical procedure, surgeon instructed the sales rep (from the company that manufactured the nail)to increase the traction. When the sales rep started to turn the traction handle, a loud noise was heard. All attempts to increase the traction ceased. The sterile drape was removed and the patient's foot had partially slipped out of the traction boot. The foot was still in the traction device. Surgeon broke scrub and secured the left foot again into the boot traction. The sterile field integrity was compromised and so another skin prep was completed. The foot was again draped in sterile fashion and the surgical procedure proceeded without further incidence. There was no harm to patient and patient tolerated procedure without difficulty. The patient received antibiotics preoperatively. In follow up: no mechanical problems noted with fracture table. Determined problem: user error. Action plan completed: surgeon was instructed that sales reps are not to be involved with patient care. This particular fracture table is being used for back-up only. Parts are no longer available.